Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a recognition issue. The tip is intact. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the blade was not broken off/detached before it was returned. The fragment did not fall into the patient and there was no patient injury. The surgeon believed that the breakage was due to the instrument's quality. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. There is no report of post-surgical complications and the patient has not returned to the hospital. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.632" x 0.087" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. The complaint regarding instrument was not recognized was confirmed by failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: there doesn¿t seem to be any damage to the blade.